Manufacturer narrative:
The tech found the graphic caregiver interface screen went black and the function is not responding as designed. The bed was removed from the facility and is at the hill-rom svc ctr for inspection. An engineering investigation will be performed. The investigation is on going, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
The account reported that the bed was going into chair position on its own twice in the same day. The bed was located at the facility. There was no pt/user injury reported. (B)(4).